Event description:
It was reported that the device could not be interrogated. It was also reported that the patient was hospitalized due to a strange sensation around the device area which felt like pins, needles, muscle hardening and some slight pain. There was also a feeling of slight warming noted. It was also reported that there was no stimulation spike noted from the device. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.